Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, the patient was experiencing sweating, shaking, and could ¿barely talk¿. The patient¿s parent called emergency medical services (ems). Once ems arrived, the cgm was reading low mg/dl and the bg meter was reading 214 mg/dl. The patient was treated with an unspecified IV and insulin injection. Ems transported the patient to the emergency room (ER). At the ER, the patient underwent some unspecified tests and was diagnosed with a urinary tract infection (uti) (which was confirmed by the patient¿s doctor to be unrelated to the patient¿s dexcom readings). The patient was discharged after a couple of hours in the ER. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.